Event description:
Received info, the prime ins was explanted due to premature battery depletion. Intraop impedances were normal. However, post-operative impedance check showed impedance readings of <50 ohms between 0 and 6, 0 and 7 and 6 and 7. Seven was programmed as a cathode since this was the only good parameter to provide adequate paresthesia coverage. Configuration needed was 0+1+2+3+4+6+7-. One day after implant, it was noticed the ins was already showing an elective replacement indicator. On (B)(6) 2010, before the ins was replaced, an impedance check was done and the old ins was no longer showing impedances <50 ohms. The short circuit had resolved in one week; however, the ins suffered from it and was at eri. The ins was replaced and all impedance readings were normal. Pt is doing fine with adequate paresthesia coverage.

Manufacturer narrative:
(B)(4).